Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was doing a set change when she got a no delivery alarm. Customer has been having unexplained high blood glucose levels. Customer's blood glucose level was 14.0 mmol/l. Customer has tried changing everything out multiple times including the site. Customer is currently out for lunch and does not have any supplies to test with the pump. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.